Event description:
The device was being used in the electro-phoresis lab to monitor a pt. The device reportedly displayed artifact on the display screen when an electro-surgical unit that was also being used during the procedure was turned on. No adverse effects to the pt as a result of the reported event.